Event description:
A pt reported experiencing inaccurate low results with a otb meter. The pt's blood glucose results were 64mg/dl, 390mg/dl. Tests were done within 2 mins with a difference of 127%. Pt did not experience any adverse events. No further info has been reported.